Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the carotid artery was used as the access site for the procedure, and a non-medtronic guidewire was used. The pre-implant bav was performed using a 20 millimeter (mm) non-medtronic balloon. The valve was implanted in the patient¿s native annulus using cuspal overlap technique. The training guidance for slow deployment of the valve was followed, and prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow of the valve by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was due to the paddle housing being pushed forward with the sheath. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a product ID l-evolutfx-2329 (lot: 0012289394); product type: 0195-heart valves; implant date; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date n/a medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected and a pr e-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon which was standard for the implanting physician, and the patient had pre-existing calcification. Upon withdrawing the delivery catheter system (dcs), the dcs snagged the outflow of the valve, and the valve subsequently dislodged aortic. The valve was snared, and a second valve was implanted. No additional adverse patient effects were reported.